Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was "morphine with saline.¿ it was also reported that morphine (unknown) was being delivered at ¿maybe about 13 mg/day¿ with an unknown concentration. The reason for use was non-malignant pain. It was reported that the patient was supposed to have had his pump filled on (B)(6) 2019, but didn't get the refill due to "them not having the medicine in stock." The patient then began hearing the pump alarm that night and is describing the alarm as "at first it was one beep then now it gets louder" and is describing a triple tone (critical alarm). He then started seeing an 8286 empty reservoir code yesterday ((B)(6) 2019) when trying to get a bolus. When he has refills, "my doctor usually pulls out so much medicine so I made my appointment for a week after the refill since there is medicine left over so I figured I¿d wait a week." It was reviewed that even if there is medication in the pump they will still hear this alarming. He didn't mention any pain or symptoms he just said the alarming keeps him up at night. The caller was redirected to follow up with the healthcare professional (hcp) for the missed refill and alarming. The patient is going tomorrow ((B)(6) 2019) to get a refill. There were no further complications reported/anticipated.